Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during heparin infusion the user noted blood backed up in the IV set and there was blood on the floor. The user noticed the blood was leaking at the second from distal smartsite.